Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the power switch because the operating force applied to the switch and the frequency of use exceeded expectations. It was verified the device was manufactured prior to implementation of a design change to the power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the power button was found broken. The power switch was confirmed to be a previous design version. The power switch was replaced with a new design version and the unit restored to specifications after service on the unit.

Event description:
A user facility reported to olympus that the power button was broken. The problem, as reported to olympus, was found during preparation for use. The intended procedure was completed using the same device with no delay. There was no patient injury, associated with the problem, reported to olympus.